Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of firm nodules and lumps are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesireable effects - the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported one week after injection with juvederm ultra xc in an unspecified location, patient developed a lump on the left mucosal surface. The lump was drained, exuding "gel product"; a culture was performed which showed "no growths." Approximately 3.5 weeks later, a lump developed on the right lower lip mucosa; this too was drained. Approximately 4 months after appearance of this second mucosal lump, the patient developed firm nodules on the right mandible, right marionette line, and right lower lip mucosa. Patient was treated with "hyalase" and symptoms resolved five months after onset.